Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed system testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are currently in process. A good faith effort attempt will be made to gather additional information regarding the actual test failure.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed system testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are currently in process. A good faith effort attempt will be made to gather additional information regarding the actual test failure. New information: follow up repairs were performed on the device by a field service engineer (fse) and the 3-way solenoid valve and proportional valve aecm were replaced. The fse then completed a full pvt per manufacturer specifications. The unit is cleared for clinical use. The system meets the specification for the performed service and is returned to use.